Event description:
It was reported that during a device change-out due to normal eri, externalized conductors between the svc and rv shock coils were observed. No electrical anomalies were noted. The lead remains implanted. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.